Manufacturer narrative:
The reprocessing status was unable to be confirmed since information about it was unavailable. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the scope/distal cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the distal end was wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed. When the scope was disassembled, the angle wire in the up direction was broken inside the control section. A fracture surface analysis was done to identify the fracture mode and dimples on the fracture surface of the angle wire on multiple strands was found. The fracture was determined to be a ductile fracture due to strong tension. Some of the strands showed signs of repeated stress so they broke due to fatigue caused by repeated single operations. Also, evaluation found the bending section cover adhesive was chipped, cracked and had a white clouded area, the control unit was damaged and discolored, switch #1 was cut, the scope cover was dented, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angle wire of the colonovideoscope broke. The issue occurred during a procedure. Since the procedure was near the end, the scope was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the scope cover. The report is being submitted due to foreign material on the scope found during evaluation.